Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient reported she woke up this morning to find the menu button and the side "up" button on the infusion device does not work. Patient stated they do not look worn and she had no errors or warnings on the device. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.